Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a companion sample for evaluation. Visual inspection did not identify any defects. A functional test was performed by connecting the set to an extension set with a solution container; the set was primed and air was purged. The flow was normal and the test passed. A pressure and clear passage test was performed and did not fail. The sample was within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set had no flow. The reporter stated that the patient was attached to a non-baxter set was attached port access set and to a non-baxter connector which connected to the one-link set. The set up was reported to have caused a separation of the connector resulting in a no flow during patient infusion. There was no patient injury or medical intervention. No additional information is available. This is report 2 of 3.